Event description:
Surgeon used ligaclip applier during surgical procedure. Clip applier misfired 3 times. Surgeon stated medical device was failing. Medical device removed from field and disposed of in sharps container.